Event description:
Boston scientific received information that this device initially detected a rhythm in the vt-1 zone and detection enhancements were applied, while when the rhythm proceeded criteria into the vt-zone the detection enhancements were not applied. An inquiry was made to technical services regarding this case.

Manufacturer narrative:
Technical services discussed possible programming options until the new software comes out to address this issue. The device remains implanted. No adverse patient effects were reported.